Manufacturer narrative:
Date of event, implant date, explant date: estimated dates. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment/ slda, prolonged hospitalization, and surgical intervention. It was reported in a research article that this was a mitraclip procedure to treat functional mitral regurgitation (mr). It was noted pre-existing heart failure and atrial functional mr with annulus dilatation. On an unknown date, one clip was implanted. Approximately 1 month later, the clip became detached from one leaflet but remained attached to the other leaflet (single leaflet device attachment/ slda). Then approximately 3 months later, the patient was readmitted and underwent open heart surgery. The surgery was successful. Twenty days after the surgery, the patient was transferred to a rehabilitation facility. No additional information was provided.

Manufacturer narrative:
The UDI is unknown because the part and lot number was not provided. The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot information regarding the complaint device was not provided. The investigation was unable to determine a cause for the reported single leaflet device attachment/slda. The reported surgical procedure and hospitalization were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.na